Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report smoke emitted from the uninterruptible power supply (ups) load input cable connection, which was connected to the dimension exl with lm instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found a burnt ups load output plug. The cse replaced the cord using a bypass cable. The customer performed a system check and ran quality controls (qc) which were found to be acceptable. Siemens determined that normal wear potentially contributed to the burnt ups load output plug. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke and an electrical and/or plastic burning odor emitted from the uninterruptible power supply (ups) load input cable connection, which was connected to the dimension exl with lm instrument. The instrument switched off and there was no power to the main printed circuit board. The customer removed the ups power cords from both the output and input and turned the ups off. Siemens requested for the customer to unplug the instrument from the wall outlet; however, the customer was unable to identify the cord for the dimension exl with lm. The customer powered off the reagent management system (rms). There was no impact to patient testing as the customer was able to process patient samples on an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to this event.